Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that a vela comp cf unit experienced delaminated screen, unresponsive to touch. No patient involvement. The reported issue was detected during set up prior to patient use.